Manufacturer narrative:
Related manufacturer report # 2916596-2022-00782 reports the patient's pump exchange. Multiple attempts were made to obtain the serial number of the mobile power unit, however this information was not provided. No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
Related manufacturer report number: 2916596-2022-00782 it was reported that the patient had continuous low flow alarms on (B)(6) 2022 and (B)(6) 2022 due to a suspected pump/outflow graft obstruction/thrombus. Technical services also found no external power events on (B)(6) 2022 and (B)(6) 2022. These events occurred while the patient was connected to their mobile power unit. On (B)(6) 2022 the patient was taken to the operating room for a heartmate ii to heartmate 3 pump exchange due to the suspected obstruction. The pump was returned for evaluation.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported a no external power alarm was confirmed via the log file analysis. The mobile power unit (mpu) was not returned for analysis; however, a log file was submitted for review and showed events spanning approximately 13 days (B)(6) 2022 ¿ (B)(6) 2022 per timestamp). No external power alarms were active on (B)(6) 2022 from 16:35:23 ¿ 04:35:36, and (B)(6) 2022 at 16:48:16. This alarm occurred while connected to the mobile power unit (mpu) and appears to be caused by a loss of a/c power. The backup battery provided power to the system during these events. The alarms cleared once power was restored. Pump operation was not affected. There were no other notable alarms. Multiple good faith efforts were sent regarding product return, the serial number of the mobile power unit (mpu), if the mpu has a v-lock connector on the ac power cord, and if the cause of the no external power event was known. To date, no response has been received. A root cause for the reported event could not be conclusively determined through this analysis; however, the alarms appear to be due to a loss of a/c power. The device history records were unable to be reviewed for the mobile power unit (mpu) due to no serial number being provided. Heartmate ii instructions for use (IFU) section 8 ¿ ¿equipment storage and care¿ and heartmate ii patient handbook section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment. Additionally, heartmate ii patient handbook section 10 entitled ¿safety checklists¿, instructs users to regularly inspect their accessories for damage, and to replace any equipment that appears damaged or worn. Heartmate ii instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate ii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including no external power alarms. Heartmate ii instructions for use section 3 ¿ ¿powering the system¿ and heartmate ii patient handbook section 3 ¿ ¿powering the system¿ addresses the user to not use expired batteries and advises the user to properly dispose of them. Heartmate ii patient handbook and heartmate ii instructions for use (IFU) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment no further information was provided. The manufacturer is closing the file on this event.